Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were cracked and spotted with iodopovidone. The nurse installed the minicaps to the patient during training in the hospital, and the crack was noticed the next day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, photographs were provided for evaluation. Visual inspection of the photographs was performed which identified one (1) minicap connected to the transfer set presenting a crack in the upper part of the minicap. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. No photograph was received for the second minicap; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.